Manufacturer narrative:
Reportedly, the right ventricular lead was explanted in (B)(6) 2019.

Event description:
Reportedly, during a follow-up on (B)(6) 2019, noise oversensing, which led to repeated charges of the capacitors was observed.

Manufacturer narrative:
Reportedly, following the recommendations provided to the physician on (B)(6) 2019, a re-intervention to explant the right ventricular lead was scheduled.

Event description:
Reportedly, during a follow-up on (B)(6) 2019, noise oversensing, which led to repeated charges of the capacitors was observed.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
Reportedly, during a follow-up on (B)(6) 2019, noise oversensing, which led to repeated charges of the capacitors was observed.